Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported vis medwatch that ultrasound guided powerglide midline (18 g 8 cm) insertion was attempted. Sterile procedure per protocol and needle tip seen within vessel. Guidewire deployed without complication; however, catheter would not glide over wire. After second failed attempt of catheter gliding over guidewire, inserter decided to remove entire midline catheter. Needle removed and safety deployed without complication. Upon removing catheter, inserter met resistance once approximately 6 cm of catheter removed from patient's arm. Catheter was secured to patient's arm with tegaderm and a chest/arm xray was completed. Catheter and guidewire removed. Additional chest/arm xray completed after removal. Guidewire appears to have come lose from device and catheter tip not intact. The catheter was 7 cm upon removal. Approximately 1 cm of retained midline catheter in patient's left arm. No other information was provided.